Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1uj35, product type: lead; product ID: 3389s-40, lot# va1uj35. Product type: lead, correction sent to include images of high impedances. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot #: va1uj35, product type: lead. Product ID 3389s-40, lot #: va1uj35, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-jul-2021, UDI #: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-jul-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was having discomfort from the battery due to the pocket being too superficial. Upon interrogation high impedances were found. What led to the circumstances was that the patient had an infection at the lead site and was washed out earlier in the year. On (B)(6) 2019 the patient during the pocket revision, extensions were wiped clean and inserted back into the ins. The issue was not resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedances wasn¿t confirmed. No actions/interventions took place to resolve the high impedances, but the high impedances and patient¿s previous infection were resolved. No further complications were anticipated.